Manufacturer narrative:
Findings: unable to perform displacement test due to missing retainer. Pump received with severely scratched lcd window, scratched case, pillowing keypad overlay, missing reservoir tube o-ring and broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer fell over while at school and now there is a crack in the reservoir compartment and the retainer ring keeps falling out. The customer¿s blood glucose was unknown. The insulin pump will be returning for analysis.